Event description:
It was reported, "resuscitation during cardiac arrest - electrode put on patient, no ECG. Changed electrodes, ok. Customer's investigation showed one missing pin in r2 connector. Requested sample from the customer. No harm reported to patient. Incident reported from customer to (B)(6) authorities as an incident - (B)(6). "

Manufacturer narrative:
The device return is anticipated; however, not received to date.. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Return anticipated; not yet received.

Manufacturer narrative:
The padpro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. DHR / lhr, device history record / lot history record, review showed nothing out of the ordinary during device production. The issue of the misplaced pin involves a purchased component, the r2 connector and attached wires. Production instructions reveal that testing for correct polarity with the connector must be done during the manufacturing process (test for functionality). Lhr shows that the connection was present during the production of this device and all devices passed for functionality. The padpro mfes utilized in this incident were returned to conmed corporation by the end-user. The original report of this incident stated that the customer investigation showed, "one missing pin in the r2 connector." On visual examination of the r2 connector the "missing pin" was actually observed to be present ; yet, out of position. The pin was sunk back into the connector in a position were it was unable to make an electrical junction when the connector was plugged into a defibrillator/monitor. The device was sent to (B)(4), the contract manufacturer of the device for further investigation. The r2 connector was disassembled. The blue wire (wire with pin in question) showed two significant characteristics. The notch in the wire matches the location of entry into the secondary housing and the latching prongs on the pin were intact and undamaged. The pin was tested for its ability to connect and the pin was very secure in the connection. This appears to be an issue where the supplier of the r2 connector did not fully insert the pin far enough into the connector on assembly for a secure connection to occur and the pin most likely fell out during transport. This would account for the positive test of polarity during manufacturing and the negative result in the field. (B)(4) has contacted the supplier of the r2 connector to determine if their manufacturing practices can be adjusted to inhibit the occurrence of this failure mode. Review of a 24 month complaint history for all multi-function electrodes shows that this is an isolated incident. The cpm, complaints per million units sold, is extremely low for this failure mode. (B)(4). The most likely cause of this failure mode is possible misassembly of this one component where the not fully secured pin tested positive for polarity during production testing and then fell out of position during transport of the finished device resulting in negative connectivity in the field when required for patient use. Due to the extremely low occurrence of this failure, corrective action is not warranted at this time. If additional information is received from the component supplier that significantly changes this report, the complaint will be reopened and a second supplemental filing will be submitted to the FDA. Conmed is considering this complaint closed.

Manufacturer narrative:
Corrected data: in the supplemental #1 report filed today the cpm was stated as below: review of a 24 month complaint history for all multi-function electrodes shows that this is an isolated incident. (B)(4). On review of the submission it was noticed that the cpm calculation for a two year period was figured incorrectly with three years of sales devices. (B)(4). This remains an extremely low cpm and does not change any other context of the previously submitted report. Conmed still considers this complaint closed.